Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a post-reset ram crc error, unexpected hardware reset, drive count error, history pointers failed and invalid trace pointers. The customer's blood glucose was unknown. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with unexpected pump error 29 alarm, pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, pump error 25 alarm after battery insertion, pump error75 alarm during self-test and high sleep current. The internal battery connector was found not properly connected however, connected the internal battery, then the insulin pump was monitored for 3 days with no unexpected pump error 29 alarm, pump error 23 alarm, pump error 49 alarm, pump error 68 alarm, pump error 25 alarm, pump error 75 alarm or high sleep current measurement noted during our testing. The insulin pump passed active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 42 alarm during testing. The motor was tested outside of the device and passed. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.